Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with an enteral feeding pump. The customer states that the unit yielded 78ml above tolerance. The issue was noticed during testing.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of, ¿states that the unit yielded 78ml above tolerance¿. The unit was triaged and the customer¿s reported condition was confirmed through duplication. It was noted that the pump had a faulty main printed circuit board. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.